Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque delivery system (ds) utilized in tricuspid position where, during the procedure, the wire was pushed out of ds which caused an effusion and ultimately the patient expired. Delivery system inserted through right jugular vein and noted some lead interaction in atrium and right ventricle (rv) looped around ds in ventricle. Ds manipulation was not limited by lead interaction, but all agreed it would be more optimal, for anchor reveal and leaflet capture, to attempt to have lead drape on other side of ds. While backing ds out and clocking/counter-clocking, the wire was pulled back with minimal curl exposure. The team was advised to not pull wire back any further. Another maneuver was made and wire was retracted into system by secondary operator. Immediately again, team was advised not to push wire back out of the delivery system. Unfortunately, wire was pushed/pulled out of delivery system another two times. Blood pressure began to drop. Rapid effusion and tamponade noted on echo with first measurement of 1.5 cm then immediately (20 seconds) 4.0 cm. Echo team was instructed to look for wire/device in pericardial space, both were confirmed. Compressions started and procedure for pericardiocentesis underway. Surgical team prepped the patient for open conversion. Insertion of cannulas into superior vena cava (svc) ruptured a portion of the vessel. Surgical team was able to repair rv. More time was spent to repair svc, and when taking patient off pump, the rv continued filling, but not emptying until the rv ruptured and was considered inoperable. Patient expired.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation code: 'analysis of images' and 'labelling review.' The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence. The imaging evaluation confirmed that the safari guidewire perforated the right ventricle and was observed in the pericardial space. The guidewire was fully retracted into the delivery system and then pushed fully out of the delivery system, which is improper guidewire technique. No manufacturing non-conformities were identified from the imaging evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Procedure manual and IFU provide instruction and best practices to avoid excessive movement and wire pressure to prevent the occurrence of any damage to the cardiac vasculature with the guidewire. While these documents are written with intent for on-label femoral access use, the guidelines are still applicable. Furthermore, all physicians present at this case are trained to the latest revision of the IFU and procedure manual referenced in this complaint and therefore trained to best practices for guidewire management. The edwards personnel supporting the case were providing instructions to the physician regarding guidewire management, and the physician did not follow these instructions.